Event description:
It was reported that less than a week post implant, faxed strips demonstrated intermittent ventricular capture with atrial pacing and atrial sensing of ventricular events suggesting that the atrial lead dislodged into the ventricle. A lead revision was scheduled and the atrial lead dislodgement was confirmed. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.